Event description:
Patient had outpatient ercp on with common bile duct stent placement and sphincterotomy. The stent failed to deploy properly. The physician elected to leave the failed stent in the intestine to pass naturally. A second stent was placed successfully. The patient, post procedure, complained of abdominal pain and returned a week later for a removal of the failed stent from the duodenum. It was noted on removal that the stent still had a portion of the introducer attached.